Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-08, additional information was received from a manufacturer representative (rep) and confirmed with the account. The rep reported the medication in the pump at the time of the event was dilaudid (5 mg/ml). The explant of the pump resolved the dehiscence. The pump was discarded by the account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient reported experiencing pocket dehiscence on (B)(6) 2019. There were no reported environmental, external, or patient factors that may have led or contributed to the event. There was no reported diagnostics or troubleshooting. Surgical intervention/device explant was scheduled for (B)(6) 2019. The event was not resolved at the time of this report. The patient's status was alive - no injury.